Event description:
Healthcare professional later reported that there was no event associated with this device. Additionally, the reported device is not PMA approved and this information is no longer considered reportable to the FDA.

Manufacturer narrative:
Clarification to d6a: partial date of (B)(6) 2016 populated to better align with the manufacture date of the device.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device remains implanted.